Event description:
Following a pump replacement, a priming bolus was incorrectly performed. The catheter was not aspirated due to not knowing the total catheter volume and length. The total catheter volume was estimated at 0.32 ml. A priming bolus of 0.3 ml to the pump was done. The clinician did not want to wait for this to complete and the pump was connected to the catheter, while the prime of the pump tubing was running. The pump was turned to the minimum rate immediately. The patient remained on the ventilator for a good amount of time after surgery. The vent was removed in the pacu prior to sending the patient to ICU for monitoring. The patient was continuously monitored. The patient was reported to be flaccid. The next day, everything was fine with the patient. The patient recovered without sequela. The pump was used to deliver baclofen.